Event description:
It was reported by the customer that, "their highest reported failure is for iui connectors". This was reported to bd representatives during their site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause : the root cause for the reported issue of an iui connectors issue was not determined because no products or device logs were returned.